Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A distributor reported on behalf of a user facility that during a rotator cuff repair on (B)(6) 2018, the smi-02ap, spectrum autopass suture passer, jaw broke when the surgeon grasped the tissue and tried to pass the needle. The component was removed with a grasper causing a 10-minute delay. The procedure was completed with the use of an alternate device. The patient's status was stable and no medical intervention was required for this event. This reporting is raised on the basis of a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: device manufactured by contract manufacturer. Corrected information added. Device manufactured by contract manufacturer. Corrected information added. To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The service history was reviewed and no data was found. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.